Event description:
During the percutaneous transluminal coronary angioplasty (ptca) procedure, the stent detached from the balloon tip while being deployed at the circumflex artery. The dr performed invasive maneuvers to rescue the stent and push it to the appropriate area of the vessel. The dr was then able to deploy the stent in the circumflex artery. The ptca was successful and the pt was discharged in stable condition.